Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis and angina are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x8 mm xience xpedition stent referenced is filed under separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat the heavily calcified, mildly tortuous, 80% stenosed left main to left circumflex coronary arteries. Rotablation was performed, followed by intravascular lithotripsy. A 2.5x18 mm xience xpedition stent was implanted in the mid left circumflex and then the 3.5x18 mm xience xpedition stent was implanted in the left main to left circumflex. This was followed by a 3.0x8 mm xience xpedition stent in the left anterior descending (lad) coronary artery in a tap technique. The lesions were post dilated with high pressure kissing balloon inflation with a 4.0 mm non-compliant balloon in the left main coronary artery. On (B)(6) 2021, the patient returned with reports of having chest pain twice. The patient was hospitalized and an electrocardiogram (ECG) was performed and showed significant st depression in the inferior lateral leads. An angiogram showed thrombus and significant narrowing at the ostium of the proximal left circumflex. The area was treated with balloon angioplasty with a drug eluting balloon. Final patient outcome showed timi3 flow with no procedural complications. No additional information was provided.